Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: required medical intervention to treat perforation. Device issue: graftmaster was unable to cross the lesion. It was reported that the case involved a lesion in the mid lad and it was a rotablator case, using a rotowire. The rotablator caused a perforation and all three graftmasters could not cross to seal the perforation. The rotowire was removed and replaced with a whisper guide wire and then four (4) vision stents were implanted to treat the perforation. A pericardiocentesis was also performed. There was no need for surgery. The patient is doing well. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information. The device was in working order and left abbott vascular as per specifications. The device was not returned for investigation and therefore, no root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.